Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been another event for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
This pi is for the (B)(6) 2020 event. Cement hardened before it could be applied effectively. On (B)(6) 2020 making antibiotic beads they had issues. (This pi) and (B)(6) 2020 cementing a competitor stem during a hemiarthroplasty case. Surgical delay: yes. 30 minutes to remove hardened cement in the femoral canal during hemiarthroplasty and ten minutes to get a new mixer and redo cement for the beads.

Manufacturer narrative:
Corrected data. Expiration and manufacturing dates. Additional manufacturer narrative. Reported event: an event regarding setting time involving a simplex cement mix was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection was performed on three of the retain samples and the returned sample of the reported lot while mixing the cement product. No unusual characteristics were observed during the mixing. It was also stated that the cement was seen to have a homogeneous appearance. Functional testing was performed on three of the retain samples and returned sample of the reported lot to verify the doughing time, working time and setting time of the product. The laboratory report shows that the samples met the required specification for the test. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been 1 other similar events for the lot referenced. This represents the other simplex cement pack used within the same event, therefore no further trending is required for this commonality. Conclusion: it was reported that the cement hardened before it could be applied effectively. The event was not confirmed. Visual inspection was performed on three of the retain samples and returned sample of the reported lot while mixing the cement product. No unusual characteristics were observed during the mixing. It was also stated that the cement was seen to have a homogeneous appearance. Functional testing was performed on three of the retain samples and returned sample of the reported lot to verify the doughing time, working time and setting time of the product. The laboratory report shows that the samples met the required specification for the test. The exact cause of the event could not be determined because insufficient information was provided. Additional information including details of mixing technique, storage and using environment and return of the product are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
This pi is for the (B)(6) 2020 event. Cement hardened before it could be applied effectively. (B)(6) 2020 making antibiotic beads they had issues. (This pi) and (B)(6) 2020 cementing a competitor stem during a hemiarthroplasty case. Surgical delay: yes. 30 minutes to remove hardened cement in the femoral canal during hemiarthroplasty and ten minutes to get a new mixer and redo cement for the beads.